Event description:
It was reported that the procedure was cancelled. An angiojet zelantedvt was selected for a thrombectomy procedure. Before starting the procedure, a leak was noted on the connector at the connection point of the device and priming process was not completed. The procedure was cancelled. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a zelantedvt thrombectomy system. The pump, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. Visual inspection of the device presented no damage or irregularities. Functional testing was performed by placing the device in the angiojet ultra console. The testing consisted of running the device through the prime mode and into the thrombectomy mode ; however, it was revealed that there was a leak at the male connector with female luer during thrombectomy mode. The console never errored or alarmed during functional testing but continued to run.

Event description:
It was reported that the procedure was cancelled. An angiojet zelantedvt was selected for a thrombectomy procedure. Before starting the procedure, a leak was noted on the connector at the connection point of the device and priming process was not completed. The procedure was cancelled. No patient complications were reported.